Event description:
Overdelivery reported. The pump was set to infuse morphine 1mg/ml pca dose of 1 mg, 8 minute patient lockout and 30 mg 4 hr limit. The patient became somnolent and her pulse oxygen saturation dropped to 84%. The nurse reviewed the pump display and noted that the dose, was correctly set for 1 mg, however, for every request made, the device reportedly delivered 2 mg instead. The pump was discontinued. The patient had nasal oxygen in place and it was continued while she was monitored closely. No other intervention was required. The patient is reportedly "sensitive to narcotics" and was subsequently placed on oral pain therapy of tylenol #3. No adverse sequelae were reported.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for the lifecare pca is approximately 2.11/million sets.